Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, it was reported the pfna nail was broken. The broken nail was removed without incident. This report is for an unknown pfna nail, 10mm x 360mm 130degrees.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.